Event description:
It was reported that an inner pouch issue occurred. During the unpacking of a 3.00 x 48mm synergy xd drug-eluting stent, peeling of the inner pouch was noted. There was no patient involvement.